Event description:
Lunt tip of bur broke off during use and remained implanted into pt's bone. Md attempted removal with various methods (suction, instruments) but concluded retrieval of the broken object would result in damage to the bone. At the discretion of the md, tip of bur remained implanted.